Event description:
It was reported that during interrogation after the pocket was closed during an implant procedure, the right ventricular lead had low pacing impedance. The pocket was re-opened and the lead was tested through the lead analyzer and still had low pacing impedance; a dislodgement was suspected. The lead was repositioned and the impedance was within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).